Manufacturer narrative:
Correction: h6.

Event description:
It was reported the patient presented in the clinic for a generation change, during he procure, it was noted the right atrial lead it was stripped. After several different attempts. The lead was replaced to complete to the procedure. The patient was in stable condition